Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as fold flaw opening and one opening device assessed as surgical damage. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported ¿deflation¿ this record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Healthcare professional reported ¿deflation¿ this record is for the left side. Device was explanted.

Event description:
Healthcare professional reported, left side "deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.